Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The returned condition of the instrument would not allow the removal of the 5 mm trocar. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unk procedure, the device misfired and got stuck in the trocar. They got a new device to complete the procedure. There was no pt consequence reported.